Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in additional to procedural factors (forced inflation of the valve, valve post dilation), patient factors (severe aortic valve calcification, severe aortic root calcification, bulky ncc and lcc calcification) likely contributed to the ascending aortic rupture and subsequent open surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed with 3ml less than nominal volume in a final 80:20 aortic/ventricular (a/v) position as intended. Post dilation of the valve was performed with an additional 2ml of volume (1ml less than nominal volume). Several minutes after post dilation of the valve, the blood pressure dropped with pericardial effusion increasing. Cardiac movement then stopped. Chest compressions were initiated and pericardiocentesis was performed. The patient hemodynamics recovered by resolving the cardiac tamponade. Aortography showed contrast leak from the left coronary cusp (lcc) side of the sinus of valsalva (sov). The chest was opened and bleeding at the lcc side of the sov was confirmed. It was noted that a ¿lump¿ of calcification was felt under the rupture. Hemostasis was achieved with hemostatic materials and manual compression. Following chest closure, the patient was transferred to the ICU with drain tubes in place. The valve remains implanted in the patient. The native annular valve area measured 459mm2 by CT. Severe aortic valve calcification, severe aortic root calcification and bulky calcification of the bottom of the non-coronary cusp (ncc) and lcc leaflets was reported. Review of echocardiography revealed the pericardial effusion started increasing right after valve deployment. Per medical opinion, the rupture was likely caused by the bulky calcification of the bottom of both the ncc and lcc leaflets. It was reported that inflation resistance was felt when 5ml less than nominal volume was injected, but an additional 2ml of volume was ¿forcibly¿ injected, resulting in the ¿oozing¿ rupture. The damaged site was fully perforated by post dilation of the valve.